Event description:
It was reported by an attorney that on approximately (B)(6) 2011, the patient was provided a sample of the solution by the provider of the contact lenses. She opened the bottle for the first time on the second day of her vacation in (B)(6). She followed the directions as described on the bottle and immediately began to experience and extreme burning sensation in both eyes. After determining that the burning was not a temporary sensation, she removed her contact lenses. For the next several hours she experienced extreme pain in both eyes and the situation was getting worse. Her eyes were tearing, painful and swollen and she was very sensitive to light. She decided she has to go to the emergency room that afternoon. After examination, the emergency physician prescribed medication and refered her to an eye doctor. On (B)(6), she visited an eye care professional who diagnosed a "bad chemical burn". He prescribed an antibiotic along with eye drops to be taken every hour along with cool compresses. The eye care professional directed the patient to return to see him the following day, (B)(6) at which time she did and the eye care professional informed her that she will be "light sensitive until at least the end of summer." On (B)(6) 2011, three weeks post-incident, the patient put her contacts in again for the first time, she was only able to wear the contacts for a few hours before she had to take them out. Presently, it is her right eye that has been especially impacted. Sunlight causes a great deal of discomfort and she has advised that the vision in her right eye has been affected. Lastly, she now reports to have "lazy eye" in her right eye. Additional information has been requested but not yet received. (B)(4).

Manufacturer narrative:
(B)(4).